Event description:
It was reported to ge that the attachment of the footrest on the table top broke with a pt standing up on the footrest. The pt was not injured. Technical investigation concluded that the footrest was unlocked or moved out of the rail, at the location where the guides of the footrest are inserted into the rail. Although the footrest was found to be broken, the upper guides were still working. Therefore, the footrest could not slip by itself. The footrest was replaced on the site.